Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) will drop ECG waveforms and numerics intermittently. There was no error message or alarm. The device has not been returned for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) will drop ECG waveforms and numerics intermittently. No mention of error message or alarms.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) will drop ECG waveforms and numerics intermittently. No mention of error message or alarms.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that ECG would drop waveforms and numerics intermittently on their bsm-1753a (sn: (B)(6)). New cables were tried, and the issue persisted. Service requested: repair. Service performed: nka records show that the customer's defective unit was never received and could not be located. Customer was unable to provide the tracking number and requested that the ticket be closed. Investigation result(s): root cause of the issue could not be determined due to being unable to obtain the unit for evaluation/investigation. Nka records show that the unit was never received, and the unit was unable to be located by the customer at the time using a tracking number. The device serial number history for the bsm-1753a (sn: (B)(6)) shows that there have been no further/previously reported issues nor servicing for intermittent ECG. A service notification was generated for a software update on 10/19/2018, indicating that the unit had been found and the issue may have been resolved internally. Trending analysis found one similarly reported issues regarding bsm-1753a and ECG waveforms and numerics being dropped. The similarly reported issue could not be duplicated through repair center evaluation. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached). Possible causes of the issue are user error or environmental factors as the device serial number history shows that the unit is still in possession by smdc st. Mary's hospital and there have been no further reported ECG issues with the unit. There is no suspected adverse trend and there is no indication of design deficiency. Further information is unattainable at this time and investigation by qa has been completed. Corrected information: f9. Approximate age of device: incorrectly calcuated. G4. Date received by manufacturer: should be 09/04/2018 not 09/26/2018 as listed on MDR initial report